Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one nc euphora rx balloon catheter to treat a non-tortuous, mildly calcified lesion with 90% stenosis in the proximal circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that a balloon burst occurred during balloon inflation. It was detailed that the physician was attempting to post-dilate a stent when the balloon burst at the proximal edge, causing fragments to advance into the distal part. It was stated that the balloon was only inflation once to 20 atms. The patient is alive with no injury.

Manufacturer narrative:
Product analysis summary: the device was returned to medtronic for evaluation. It appears a radial burst has occurred at the proximal end of the balloon. Outer lumen material jagged and uneven at burst site. The markerbands, balloon material and distal tip had detached. The detached material did not return for analysis. Image analysis: an image shows the distal end of the device. There appears to be evidence of a burst and detachment of the balloon material. The location of the burst site is not clear however. Physical analysis of the device is required to determine if the burst site is on the outer shaft or the balloon. Additional information: initial reporter's phone number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the nc euphora balloon was being used to post-dilate a 2.5x12mm resolute onyx stent when the balloon burst at the proximal edge. The balloon burst into two fragments, one fragment advanced into the distal cx, and the other had been stuck in the previous stent side hole. An attempt was made to use a non-medtronic guide extension catheter (gec) to pull the fragments back but failed. Intravascular ultrasound (ivus) was used to check the balloon, and a 6f gec was used to pull again but still failed. A new stent was inflated to cover the fragment stuck in the previous stent side hole. The second fragment remained free in the distal cx. The device was not moved while inflated. The same inflation device was used with other devices. There was no harm caused to the patient. There was no damage to the resolute onyx stent as a result of the event. Sections b.1. Adverse event or product, b.2. Outcome attributed to adverse event and h.1. Type of reportable event updated. Event date updated. Image analysis: review of the video screen shots provided were not of sufficient clarity to confirm the reported balloon burst or material detachment. Therefore, the compliant cannot be confirmed from the images. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Procedural image analysis: procedural images were received for analysis. The images provided initially show the treatment within the lad for which no abnormality was observed or reported. Treatment was switched to treatment of a long diffuse lesion in the proximal to mid lcx. The lesion was pre-dilated followed by the delivery for positioning of a long stent. The stent was deployed followed by post dilation of the entire length of the stent with sequential balloon inflations with what appears to be the nc euphora balloon. During the proximal stent post dilatation, a portion of the catheter, most likely the distal inflation lumen expanded and appears to have burst. The distal inflation lumen will only expand if the shaft material is damaged and necked prior to inflation. This portion on the shaft most likely burst resulting in the detachment of the balloon from the catheter shaft. Retrieval attempts can be seen on the images, but ultimately the balloon that was snagged in the proximal end of the stent is jailed with the deployment of another stent in the proximal region of the previously deployed stent. Final angiographic images show good patency in the lcx despite the balloon burst and jailing of the detached material. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.